Manufacturer narrative:
Internal report reference number:(B)(4). Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in a follow-up call on 16-jun-2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who indicated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 406, 414, 174, 284 and 218 mg/dl. Customer was comparing results to another device. The customer¿s expected blood glucose test result range is fasting am 100-110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was performed by the customer fasting and produced test results of 414 mg/dl and 406 mg/dl using true metrix meter; customer performed blood test using another device and obtained result of 127 mg/dl fasting. The product is stored according to specification in the dining area. The test strip lot manufacturer¿s expiration date is 07/17/2026 and open vial date is 05/31/2025. The meter memory was reviewed for previous test result history: result 1: 406 mg/dl, date: (B)(6), time: 3:34pm fasting, result 2: 414 mg/dl , date: (B)(6), time: 3:33pm fasting, result 3: 174 mg/dl , date: (B)(6), time: 8:37am fasting, result 4: 284 mg/dl , date: (B)(6), time: 10:53pm fasting , result 5: 218 mg/dl , date: (B)(6), time: 7:49pm fasting.